Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred for the g6 sensor with the serial number (B)(6). The sensor was inserted into the abdomen on (B)(6) 2023. However, data for the g6 sensor with the serial number (B)(6) was provided for evaluation. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.